Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini system kit was missing control solution. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two months prior to contacting lfs. The patient's testing frequency is not known and it is not specified if the patient discontinued testing her blood glucose as a result of the alleged issue. It is not known what medication, if any, the patient takes to manage her diabetes and it is not known what action, if any, the patient took following the alleged issue. According to the csr's documentation, "a couple days" after the patient discovered the alleged issue, the patient reportedly developed symptoms of dizziness and blurry vision. It is not known what the patient's blood glucose result was prior to the onset or during her reported symptoms. On an unspecified date/time in (B)(6) 2011, the patient reportedly obtained a blood glucose result of "200mg/dl" with the emergency room (ER)/hospital's meter and during her ER visit the patient was allegedly administered 20 units of lantus by a health care professional (hcp). At the time of troubleshooting, the csr educated the patient on the correct contents of the system kit. Replacement products were sent to the patient. There was no missing product from the system kit; lfs no longer includes control solution with the meter. However, this complaint is being reported due to the following conclusion: the patient claimed a delay in treatment because she reportedly was unable to test her blood glucose. The patient was allegedly treated for hyperglycemia by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up#1 (06/02/2011): the lay user/patient's meter was returned to lifescan; however, product analysis on the meter is not required because the meter is unrelated to the issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.